Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found fibrosis in relation with the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation particles crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a3a, d9, h3, h6

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found fibrosis in relation with the periprosthetic capsule and cd30 negative lymphoid component.